Event description:
Baxter received a complaint from a customer on 09 jan 2009 regarding the automix 3+3 compounder. According to the customer, a patient received an incorrect dosage of potassium in tpn (total parenteral nutrition), which had been compounded using the automix device. Per the legal filing, the following day, the patient experienced diarrhea and abdominal cramping. The patient was hospitalized and diagnosed with cardio-respiratory arrest and liver failure. Laboratory analysis indicated a potassium level of 9.8meq/l. Per the legal filing, the patient continues to suffer from a severe hypoxic ischemic encephalopathy secondary to cardiac arrest after a potassium overdose in his tpn. An independent laboratory performed tests on the tpn bag. The tpn bag hanging at the time of arrest (2006) contained potassium 103.4mm/l. Tpn hanging at time of arrest but tested a second time (two days later bag) contained potassium 104.50mm/l. The tpn bag infused the night before the arrest (2006 bag) contained potassium 18.5mm/l. The tpn bag that was intended to be infused the day after arrest, and had been compounded the same time the suspect bag had been compounded (2006 bag) contained potassium 98.6mm/l. The automix device is available for evaluation and will be sent to the product analysis lab when obtained at the baxter phoenix repair shop.

Manufacturer narrative:
The automix is in the process of being evaluated. A follow up report will be filled upon completion of the evaluation or if additional information becomes available.